Event description:
It has been reported that a patient with lumbar degenerative scoliosis underwent a procedure using a cage and screws with posterior fixation. It was reported that the screw has loosened and the cage backed out toward spinal canal at unknown time post-op. Bone union has not occurred, and the patient developed pseudarthrosis. Reoperation is planned for removal of the cage and replacing screws.

Manufacturer narrative:
The lot# of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h11e1803 and # h11e1814 (manufactured date for lot#s is 2011-05-27).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.